Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.

Event description:
The customer stated an architect c16000 analyzer generated falsely depressed sodium results for one patient sample. The analyzer generated an initial sodium result of 108 and a repeat sodium result of 117. The patient was admitted to the hospital based on the low sodium result. Once admitted, the patient was redrawn and generated a "normal" sodium result. The original sample was retested again and generated a sodium result of 137.